Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could visualize the left essure but could not identify the right') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia):menorrhagia') in a 27-year-old female patient who had essure (batch no. 893015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation done on same day". The patient's medical history included knee operation and d & c. Concurrent conditions included stomach pain, lower abdominal pain, chiari malformation, neck pain, seasonal allergic rhinitis, ovarian cyst nos, stone in gallbladder, nephrolithiasis and bicornuate uterus. Concomitant products included nsaids, paracetamol (acetaminophen) and piroxicam (paxil) since (B)(6) 2010. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain"), migraine ("migraines/migraine/headaches") and headache ("headaches"), 15 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bipolar I disorder ("bipolar I disorder"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), abdominal pain ("abdomen"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with sumatriptan (imitrex) and surgery (ablation/ d and c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, bipolar I disorder, depression, anxiety, migraine and headache outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bipolar I disorder, bladder disorder, cystitis, depression, device dislocation, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: result: total bilateral occlusion.. Ultrasound scan vagina - on an unknown date: result: fibroid changes. Bicornuate appearance of the uterus. Complex 3.4 cm cystic left adnexal structure. Differential considerations would include a hemorrhagic cyst or endometrioma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc on 9-jan-2020: fu 7 and 8 were processed together. Pif received: bladder problems, urinary problems, bladder infections, uti, vaginal infections, vaginal discharge, event outcome and reporter information were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could visualize the left essure but could not identify the right') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia):menorrhagia') in a 27-year-old female patient who had essure (batch no. 893015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation done on same day". The patient's medical history included knee operation and d & c. Concurrent conditions included stomach pain, lower abdominal pain, chiari malformation, neck pain, seasonal allergic rhinitis, ovarian cyst nos, stone in gallbladder, nephrolithiasis and bicornuate uterus. Concomitant products included nsaids, paracetamol (acetaminophen) and piroxicam (paxil) since (B)(6) 2010. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain"), migraine ("migraines/migraine/headaches") and headache ("headaches"), 15 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bipolar I disorder ("bipolar I disorder"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and abdominal pain ("abdomen"). The patient was treated with sumatriptan (imitrex) and surgery (ablation/ d and c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, bipolar I disorder, depression, anxiety, migraine and headache outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bipolar I disorder, depression, device dislocation, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: result: total bilateral occlusion.. Ultrasound scan vagina - on an unknown date: result: fibroid changes. Bicornuate appearance of the uterus. Complex 3.4 cm cystic left adnexal structure. Differential considerations would include a hemorrhagic cyst or endometrioma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: plaintiff fact sheet received. Event outcome updated for bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could visualize the left essure but could not identify the right') and bipolar I disorder ('bipolar I disorder') in a 27-year-old female patient who had essure (batch no. 893015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation done on same day". The patient's medical history included knee operation and d & c. Concurrent conditions included stomach pain, lower abdominal pain, chiari malformation, neck pain, seasonal allergic rhinitis, ovarian cyst nos, stone in gallbladder, nephrolithiasis and bicornuate uterus. Concomitant products included nsaids, paracetamol (acetaminophen) and piroxicam (paxil) since (B)(6) 2010. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia):menorrhagia") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain"), migraine ("migraines/migraine/headaches") and headache ("headaches"), 15 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bipolar I disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and abdominal pain ("abdomen"). The patient was treated with sumatriptan (imitrex) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, bipolar I disorder, depression, anxiety, migraine, headache and vaginal haemorrhage outcome was unknown and the pelvic pain, menorrhagia and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bipolar I disorder, depression, device dislocation, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: result: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: result: fibroid changes. Bicornuate appearance of the uterus. Complex 3.4 cm cystic left adnexal structure. Differential considerations would include a hemorrhagic cyst or endometrioma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received- new event abnormal bleeding (vaginal) was added. The outcome of event menorrhagia was updated from unknown to recovering. Concomitant drug was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could visualize the left essure but could not identify the right') and bipolar I disorder ('bipolar I disorder') in a 27-year-old female patient who had essure (batch no. 893015) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation done on same day". The patient's medical history included knee operation and d & c. Concurrent conditions included stomach pain, lower abdominal pain, chiari malformation, neck pain, seasonal allergic rhinitis, ovarian cystnos, stone in gallbladder, nephrolithiasis and bicornuate uterus. Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia):menorrhagia"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain"), migraine ("migraines") and headache ("headaches"), 15 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bipolar I disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and abdominal pain ("abdomen"). The patient was treated with sumatriptan (imitrex) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, bipolar I disorder, menorrhagia, depression, anxiety, migraine and headache outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bipolar I disorder, depression, device dislocation, headache, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: result: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: result: fibroid changes. Bicornuate appearance of the uterus. Complex 3.4 cm cystic left adnexal structure. Differential considerations would include a hemorrhagic cyst or endometrioma.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could visualize the left essure but could not identify the right') and bipolar I disorder ('bipolar I disorder') in a (B)(6) year-old female patient who had essure (batch no. 893015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation done on same day". The patient's medical history included knee operation and d & c. Concurrent conditions included stomach pain, lower abdominal pain, chiari malformation, neck pain, seasonal allergic rhinitis, ovarian cyst nos, stone in gallbladder, nephrolithiasis and bicornuate uterus. Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia): menorrhagia"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain"), migraine ("migraines") and headache ("headaches"), 15 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bipolar I disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and abdominal pain ("abdomen"). The patient was treated with sumatriptan (imitrex) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, bipolar I disorder, menorrhagia, depression, anxiety, migraine and headache outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bipolar I disorder, depression, device dislocation, headache, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: result: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: result: fibroid changes. Bicornuate appearance of the uterus. Complex 3.4 cm cystic left adnexal structure. Differential considerations would include a hemorrhagic cyst or endometrioma. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received. Essure lot number and race added. Product indication updated. Following events were added: device dislocation, abnormal bleeding (vaginal), menorrhagia, depression, anxiety, bipolar I disorder, migraines, headaches, medical device monitoring error and abdomen pain. Medical history, lab data, reporters, treatment and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.